Event description:
The handpiece was returned to the MFR for service, and during the eval the device continued to run on its own. There was no pt involvment at the MFR during this event. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the MFR for service. During the eval a run-on condition was found and then reported. Based on the investigation details, the likely cause was a failed ebox motor controller, which was replaced along with other components.